Event description:
The manufacturer received scs study named "a retrospective data collection of the treatment for total elbow arthroplasty with the tornier latitude¿ elbow prosthesis and latitude ev¿ total elbow arthroplasty system" that contains collected data on the usage and the outcomes of tornier latitude¿ elbow prosthesis and latitude ev¿ total elbow arthroplasty system . The report details analysis provided for revision procedures between january 2011 to march 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: radial and ulnar impingement in 1 patient in latitude group & 1 patient in latitude ev group

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.